Manufacturer narrative:
Device evaluation: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR. Results of investigation: a vyaire medical failure analysis technician was unable to verify the customer's reported issue. The device passed 200 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator alarmed failed fs while connected to a patient. The patient was removed from the device and switched to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.